Manufacturer narrative:
The embolic cerebrovascular accident referenced in this section was reported under medwatch MFR. Report # 2916596-2017-01193. (B)(4). Approximate age of device ¿ 6 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, the patient experienced an acute cerebral vascular accident (cva) and went to an outside hospital where a CT scan confirmed an embolic stroke with left corona radiata internal capsule and left lentiform nucleus, no intracerebral hemorrhage (ich), occluded distal rica, severe stenosis of left m1 segment. The patient was then air lifted to the implanting center. On admission, the patient¿s inr was therapeutic at 2.2, and lactate dehydrogenase (ldh) was 1004 u/l. It was reported that the elevated ldh was likely due to hemolysis/pump thrombus. A rica thrombectomy was performed with ¿excellent success¿. The patient was doing well, and was transferred to another implanting center on (B)(6) 2017. On (B)(6) 2017, it was reported that the patient was a plavix was nonresponder, and the patient remained hospitalized with deficits. On (B)(6) 2017 the feeding tube was removed. The patient was on bivalirudin, warfarin, and brilinta. The health professionals planned to wean the patient off of bivalirudin and discharge to an acute rehabilitation center. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A direct correlation between the device and the reported events of stroke, hemolysis, and pump thrombosis could not be conclusively determined through this evaluation. An analysis of the log files provided by the account confirmed transient power elevations of 8.5 watts on (B)(6)2017 at 12:45 and 13.1 watts on (B)(6)2017 at 11:33. The estimated flow was captured at 10.9 lpm for the first power elevation and 11.8 lpm for the second power elevation. There were also transient elevations in power and estimated flow on (B)(6)2017 that appeared to be associated with pi events. The remainder of the files were unremarkable and the pump appeared to function as intended. A specific cause for these transient elevations could not conclusively be established through this evaluation; however, based on past experience with the heartmate ii lvas and similar reported events, hemolysis and power elevations can be indicative of device thrombosis. A full examination of vad-(B)(4) could not be conducted because the patient remains ongoing on vad-(B)(4). Stroke, thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.